Event description:
A physician has reported following an intraocular lens implant procedure, a female patient experienced glare and halo all the time. Patient states that she is not happy, her vision is very blurry and she is still having issues with lights. All lights twinkle during the day and night. She states that she feels like she has a cloudy film in her vision. Her vision was no better than it was before her surgery. No pain or discomfort reported. The patient also has a yag but no results. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).